Manufacturer narrative:
Pending investigation. Concomitant medical products: 232-03-04, 2766971 - optetrak asy, cr porous femoral, sz 4, right. 200-02-38, 3589360 - three peg patella 38mm. 200-04-44, 2750457 - cemented finned tib. Tra sz 4f/4t.

Event description:
As reported, this 61 year old male patient had an initial right tka on (B)(6) 2014. The patient was revised due to poly wear. There is no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. Information/medical history reported.

Manufacturer narrative:
H3: the revision reported may have been the result of polyethylene wear over 8 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation. Contributing factors to the reported wear cannot be determined as images and clinical information were not provided. H7: z-0019-2022.